Manufacturer narrative:
Evaluation - other: the disposable was discarded at the hosp. Smiths medical is unable to perform a thorough investigation without the return of the actual sample involved. If information is rec'd other than what is reported; then a follw up report will be filed. A review of our complaints database showed no other similar reports on the catalog number or lot number. In addition, a review of the device history records was performed on this catalog number and lot number and no abnormalities were noted. The history of this report reveals that it is probable due to user error when loading the heat exchanger into the fluid warmer. The instruction for use supplied with this device was "warning" which identifies: do not bend heat exchanger bending may damage inner metal tube serious patient injury could result" in addition, per our maintenance and testing log in the operator's manual it is recommended that the o-rings be lubricated every 30 days. Failure to lubricate the o-rings may cause the heat exchanger to be, hard to install. This incident was reported to international affiliate in 2006. However, the incident report was not rec'd by smiths med until one month later.